Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that bilateral asymmetrical lens vault (z-syndrome) was noted. The patient is 3 months post-op, one eye has 3.00 d of cylinder, the other eye has less vault. The surgeon performed a yag on both eyes, but was not successful. Additional information has been requested. This report is for lens implant 1 of 2. Please reference MFR# 2031924-2014-00077 for lens implant 2 of 2.